Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event while using the ilet insulin delivery system. The user reported that cgm readings were unreadable at the time, though the g7 cgm recorded a low of 61 mg/dl. The user stated that blood glucose remained out of range for approximately 2-3 hours. The ilet system issued alerts for low glucose. The user, who lives across from a hospital, walked to the emergency room without assistance and was admitted. The user does not recall the specific treatments received during hospitalization. Following discharge on (B)(6) 2025, the user reconnected the ilet system.